Manufacturer narrative:
Device passed self test. Device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to verify pump error 130 due to rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 125 mg/dl. Customer was run displacement and self test and it was passed. Customer also stated that they was told on previous call to stay away from magnets. Customer had been sure that they was not near anything magnetic and had experienced another insulin pump error alarm. The insulin pump will be returned for analysis.